Event description:
It was reported by service report that the bed base covers were damaged and obstructing the bed motion. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Bed motion obstructed by misaligned base cover.